Manufacturer narrative:
The sterile lot number for this product is unknown, and therefore a device history report review could not be performed. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Complications such as hematomas can be more prevalent in obese patients. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Achieving and maintaining hemostasis in obese patients, after withdrawal of the sheath, can also prove challenging due to excess adipose tissue and changes in expected anatomy. In this case, the patient's level of anti-coagulation and characteristics of the vasculature were not reported; therefore, they cannot be excluded as potential contributing factors in the inability to achieve hemostasis. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported events. The available information does not suggest a design or manufacturing issue contributed to the event; no actions will be taken at this time.

Event description:
Information received from an affiliate indicated that one hour post deployment of exoseal the patient experienced a retroperitoneal hematoma requiring a transfusion. The physician had used the device 10 times. The angle of access was between 30 and 45 degrees, and femoral artery suitability was not verified on angiography. A 6f, 11cm cordis csi was used, and it is unknown if resistance/friction was experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling with an audible click, and an adequate bleed-back signal was observed. Proper indication was observed in the indicator window (chevrons moved relative to device retraction), and the plug deployment button fully depressed, deploying the plug. Hemostasis was initially achieved successfully with the vcd. The vcd was removed with the sheath as a single unit. However, one hour after the exoseal vascular closure device 6 french (ous) was implanted; the patient began to bleed and required compression. The patient also required a blood transfusion due to a retroperitoneal hematoma. There was no pre-existing hematoma prior to insertion of the exoseal vcd.